Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the omc2 drawer 6 failed causing a delay in dispensing medications to the patient. The customer tried to recover by rebooting the station, but same issue showed up. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer reseat and secure loose latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.